Event description:
The patient was in a hill-rom centrella bed and there was a known software and nurse call interaction with the rauland responder 5 and software v1.27. A class ii recall was issued in may 2020, however we were not affected at that time because we did not have the responder 5 nurse call. When the responder 5 was installed, we were not aware we needed to update the software prior to implementation which caused our bed alarm to not properly function.